Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 50-millimeter abdominal aortic aneurysm, the outer sheath of the enlw1616c120ee stent graft's iliac limb could not retreat back normally, and the stent graft could not bulge and expand as expected. The procedure took place at (B)(6) hospital. The surgeon attempted to deploy the iliac limb by fixing the gray handle and rotating the blue handle, but after deploying the first three sections, the outer sheath malfunctioned. As a result, the problematic iliac limb was removed and re-implanted into a leg to replace it. The product was ultimately explanted. The surgery was successfully completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider partially retracted and the graft cover partially deployed. There was bunching visible to the graft cover bend and torsional damage to the graft cover distal to the bunching site. A severe kink was visible on the graft cover between the end of the stent stop cup and the distal end of the stent graft. There was no further deformation evident to the device. The reported deployment/expansion issue were confirmed based on the analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the kinks observed at the distal end near the tapered tip and the distal end of stent graft may be due to shipping from customer to galway rpa lab to santa rosa. 3 stents were deployed and the 4th stent is halfway out of the graft cover but had not expanded. There was also some twisting of the graft cover observed. The graft cover had yielded at the pebax-vestamid section and had bunched up. The delivery system was disassembled, and the t-tube wings were connected to a force gauge using wires. A force of upto 32lbs was ap plied to pull the t-tube and deploy the stent graft but there was no movement observed. The force gage was then moved to the proximal stent graft (through 2 interdose of the first stent) to pull it out. A of force ~8 lbs, just started movement of sg (further) out of gc. A force of ~9 lbs restarted movement. A force of ~7 lbs restarted the movement and another 6 stent rings deployed. There wasn¿t any significant damage to the stent stop observed. The force gauge was moved back to t-tube: a force of ~16 lbs bottomed out travel at screwgear and only deployed 1 more stent ring. The force gauge was moved back to stent graft to pull it out and at ~4 lbs the sg fully deployed. After deployment of the sg, the handle was disassembled and the vestamid section of gc t-tube over hypotube region which was also ¿accordioned¿. It is not clear if this occurred during rgi when trying to deploy the stent graft or clinically when the physician attempted deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.